Manufacturer narrative:
The manufacturer previously reported information in reference to a burn marks on a pca board of a dreamstation auto CPAP. The manufacturer received additional information from the customer that there was no thermal allegation and the correct malfunction is related to the on/off switch button at the pca board. Event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. There is no indication of a reportable malfunction.

Event description:
The manufacturer received information related to the dreamstation auto CPAP device indicating that the device was serviced by a service center. The customer complained of a faulty pca. During the evaluation of the device, the service technician confirmed that there were visible burn marks on the pca board. Additionally, the device displayed error code e190 (err_lcd_ID_error). There was no allegation of serious or permanent harm or injury, and no medical intervention was required by the patient. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.